Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon indicated that the clips were either falling of the device before use or the clips would not stay on the vessel after firing them. The surgeon also indicated that the jaws were cutting the vessels before applying the clip. In totally, the surgeon had problems with four open clip devices. The same item number of devices were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with nine remaining clips. The second instrument was received partially applied with eighteen remaining clips. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnor malities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.